Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) approximately one month post implant. It was noted that the patient had played golf shortly after implant. The lead was viewed under fluoroscopy and noted to have dislodged. A revision procedure was attempted, however, difficulty was encountered with retracting the helix. The lead was explanted and replaced. No additional adverse patient effects were reported.